Manufacturer narrative:
(B)(4). Batch #n92c9j. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for several alert screens. The device was connected to the gen11/pi key to test functionality. The device was recognized but due to the broken blade it, the device did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure, on approximately six activations of device, the device stated "remove instrument from patient." Instrument was cleaned, unplugged and re-plugged in, and asked to test. Testing ran and generator was unable to recognize instrument. Prompted "replace instrument." This process was repeated three times, eventually the procedure had to be completed with another device. Surgeon opened ligasure to complete case. There were no adverse consequences for the patient.